Event description:
It was reported by dr's office that the dr was reclining a pt in the chair when the chair back broke. The pt was jolted but there were no injuries reported by the pt or dr's office. This event did not occur during a dental procedure but during the reclining of the pt to an operating position.